Event description:
The ocd distributor notified ocd that positively biased pt results were obtained using vitros glu dt slides on a vitros dt60 ii chemistry system on multiple dates from april 7 - june 11, 2009. Biased results of the direction and magnitude observed may lead to inappropriate physician action. Corrected reports were issued for all patients involved. There was no report of actual pt harm as a result of this event. Note: this form 3500a is two of twenty mdrs for this event. Twenty devices were involved. Twenty pt samples were assayed using a single vitros glu dt slide lot. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that positively biased results were obtained on 20 pt samples using vitros chemistry products glu dt slides (lot# 0056-0752-4650) when compared to the results obtained at an alternate laboratory. The investigation found no evidence to indicate that the vitros dt60 did not operate as expected. Quality control results during the timeframe of the event were acceptable. The root cause of the positively biased vitros glu dt results is unk, however, customer fluid handling protocols and the vitros chemistry products glu dt slides could not be ruled out. Further investigation into this event is not possible as the vitros dt60 has been removed from service. The root cause of this event is unk.